Event description:
The doctor noticed, the haptics were bent the wrong way after the lens was implanted. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2010-00103 for the delivery device used with this intraocular lens.